Event description:
On 1/8/2024, it was reported by a sales representative via (B)(4) that an ar-9530s-03 univers revers trial was damaged through wear and tear. This was discovered during the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified the holes and edges of the arthrex® univers revers¿, trial humeral insert 36 +3 had chipped. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.